Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted, one in the lad and one in the rpda. It is reported that approximately 18 months post index procedure the patient suffered a cva/stroke. The investigator has assessed that the event was unlikely related to the device. It is reported that the patient's outcome was a disability.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).